Event description:
Incident with new level 1 fluid warmer. The ed staff stated that the unit was not infusing rapidly on a patient and that the blood flow was really slow. Technician ran multiple functional tests but could not duplicate the problem so it was documented as user error. Teaching was done regarding use of hook labelled for use with blood bags. The same incident occurred again after teaching, as well as happening specifically to the clinical nurse specialist (myself) who gathered the complaints on the level 1's not functioning. The device was set to pressure for the blood bag, the blood bag had approximately 100 ml of blood left in it. The chamber was pressurizing, but the blood was dripping very slowly. All troubleshooting of IV access, tubing issues, and patient were done per normal procedure, and there were no problems. When the pressure was switched to the 1 liter bag of normal saline, the device ran rapidly without issue. During this whole incident, there was no alarm on the device. This same incident occurred at least 3 more times over a short time period. This is when the decision to pull the devices was made. The error was not able to be replicated on the devices that failed. A similar situation occurred on a different machine two days later. With further investigation, it was found that the pressure chamber bracket that connects the pressure chamber and the door is 1 inch wider than the 1000 series devices, thus leading to an assumption that a smaller volume bag is not getting the same amount of squeeze, and therefore having slower dripping. The incidents of device failure only occurred when attempting to deliver blood in a case of a patient hemorrhaging. Manufacturer response for warming unit, blood/intravenous solution, smith medical (per site reporter). The manufacture is aware of the problem. They have sent the sales rep to investigate the problem. They suspect that the problem is related to design changes in the chamber of the new devices. The manufacturer have been slow with the communication. Another level 1 trauma center from area reached out to us to see if we were having the same problem. They also purchased the new h1200 model. They experienced the same problem when they tried to use it in the ed to perform a transfusion.